Event description:
It was reported that patient presented pain related with his artificial urinary sphincter (aus). The physician scoped the patient and identified an erosion at the perineum. The physician believes that radiation contributed to the erosion. The aus was removed and replaced. A patient outcome of fully recovered was reported.